Event description:
Following bypass surgery of right common iliac artery to right common femoral artery, perigraft fluid was observed extending from right retroperitioneal cavity to right to right inguinal region. Pt's hospitalization was prolonged. Note that no drains were placed post-operatively. No intervention has been taken to evacuate the fluid collection.